Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic ventral mesh rectopexy - "mr (B)(6) (operating consultant) was using this trocar for intra corporeal suturing. Once finished he noticed a small piece of black rubber on the bowel, which he then removed and was therefore not left in the patient. The only products used down this trocar were covidien autosutures, ethicon sutures with needles and a needle holder. Upon inspection of the seal after the procedure, there was a small section missing from the inner black rubber seal which matched that of the removed rubber specimen. The trocar has been kept for courier collection." Patient status: "no harm. Piece of rubber was removed." Concomitant medical products: c0r47, cff12, various reusable instruments, sutures mentioned above, diathermy hook."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the septum to be torn and missing a portion. The missing portion of the septum was not returned for evaluation. All seals are thoroughly inspected and tested for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.